Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. Additionally, it was reported that the customer received unspecified alarms. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide any additional information.